Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for a seizure and hypoglycemia, with a blood glucose reading of 20 mg/dl. The customer stated that he gave himself 20 units for dinner but only guessed at his carbohydrates intake. The customer also stated that he last changed his infusion set a day or two before the event. The customer then stated that he had raised his fixed prime to 6.0 units to fill the tubing instead of holding the act button down. It was explained to the customer how to prime correctly and the importance of changing out the infusion set correctly. Programming was correct. Nothing further was reported.